Event description:
During cardiac cath stent would not pass. Entire system prolapsed out of left coronary circumflex. Top of guidewire broke off. Stent crimped and came off balloon. Pt required surgical removal of stent and piece of guidewire.